Event description:
It was further reported that the pump revision was completed and the pump was flipped ¿right side up.¿ no other details pertaining to the patient were known at the time of the report. It was further reported that the patient was doing well and will be due for a refill soon.

Event description:
It was reported that the patient went in for a refill on (B)(6) 2013, and they could not find the refill port. Per the reporter, they initially thought the pump flipped and they tried to flip it over and the healthcare provider (hcp) could not flip it by hand, thus they did not think it flipped. It was noted the patient went to their usual nurse practitioner who had been doing the refills the past 3 to 4 times. The reporter noted the patient was going into a surgery center on the date of the report and they were going to look at it through a fluoroscope. It was noted that the patient had some weight gain. The reporter noted that last time the patient had the pump refilled, the nurse practitioner missed it once and then she found it. There were reportedly two physicians there at that time and neither one of them could find it. The pump system was being used to deliver baclofen. Additional information received reported the patient¿s pump had flipped and under fluoroscope, the healthcare provider (hcp) was able to flip it back and refill it. It was also reported the patient was going to have a revision surgery, but it was unknown when. It was noted the patient has had baclofen treatment for several years and the treatment was ongoing. It was unknown if the patient was taking oral medications at the time of the event, but it was stated they, ¿didn't believe the patient was taking oral baclofen.¿ the patient was not experiencing any symptoms as a result of the pump being flipped. The pump was being used to deliver lioresal.

Event description:
It was further reported that the patient was to have the pump replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).